Event description:
According to the initial information received, a heart conduction problem occurred two hours after implantation of a 35mm amplatzer cribriform occluder (aco). The patient was referred to the surgical department for removal of the aco. Additional information has been requested, including imaging of the implant procedure, patient information, patient history of arrhythmias, cath lab, op note, discharge summary and status of the patient, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
The 35mm aco was returned to aga medical and examined; the thread on the proximal disc was found broken and the proximal disc patch was found damaged. The source of the damage could not be determined. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no other defects were observed. The device was loaded and deployed from a test 9f loader without any deformities. Aga requested further information regarding this case, but medical records and images were not provided due to patient privacy. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and a series of inspections for broken wires, shape likeness and general uniformity. A review of manufacturing documentation confirmed this device successfully completed these tests. Our investigation confirmed that the device met manufacturing specifications prior to shipment. The cause and timing of the damage to the aco cannot be conclusively determined; however, it is consistent with being surgically removed.